Event description:
Spacelabs received a report that a telemetry patient monitor failed to alarm on supraventricular tachycardia (svt) and high heart rate (hr). No one was injured as a result of this event.

Manufacturer narrative:
It was reported that a patient experienced a rapid supraventricular tachycardia (svt) and a high heart rate (over 200 bpm). There were no audio alarms heard. Spacelabs sent a field service engineer to evaluate the device onsite and obtain additional information from the clinical staff. Functional tests were performed on the subject device according to the service manual. All tests passed. Error logs for the monitor were printed and reviewed. There were no non-recoverable or fatal errors listed in the error logs. We reviewed the full disclosure (ics) database that was provided by the customer. The data indicated the monitor alarmed for high heart rate (hr) for over 22 minutes during the episode of supraventricular tachycardia (svt). The ¿on/off¿ controls for alarm tones are user adjustable. We were unable to verify the settings as these settings are not retained after the monitor is turned off. However, if the settings for these controls were set to ¿off¿ at the time of the reported event, the monitoring system would not have provided an audible alarm notification. In conclusion, we are unable to identify any technical problems that would have resulted in a failure of the alarm audio, and cannot conclusively determine the cause of the reported failure. This report is considered final and the issue closed. Placeholder.